Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed intuitive motion. The instrument exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, when operating the surgeon side console (ssc), the vessel sealer extend (vse) moved in the opposite direction than intended. The vse instrument and sterile adapter (sa) were reseated, but the issue persisted. When an instrument on a different arm was placed on the am with the issue, the instrument worked as intended. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon scale appropriately to the instrument (e.g., distance intended matched distance instrument moved). The instrument did not move in the intended direction. When the vse was flexed to the left, it moved in the opposite direction, flexing to the right. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue was persistent. When the issue occurred, the customer performed repeated attempts to reseat the instrument but since the issue was not resolved. The surgeon continued the use of the vse.